Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticm5_13.7 implantable collamer lens, -13.00/+1.5/086 (sphere/cylinder/axis) within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. Another same model/length lens was implanted on (B)(6) 2023 and the problem was resolved.